Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. The customer alleged that the battery compartment was found to be cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or the cartridge compartment.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/04/2017 with the following findings: on investigation, the pump would not power on for testing. On examination, the battery compartment was confirmed to be cracked and there was moisture corrosion inside the battery compartment leak testing revealed moisture ingress at the site of the battery compartment crack. Moisture damage was found inside the pump's interior compartment.